Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an error alarm during the self test. The blood glucose reading was 123 mg/dl. The insulin pump was not stored or out of use for an extended period of time. The alarm did not occur shortly after inserting a new battery. Customer stated that each time he pressed the act button, the insulin pump ran another self test and gave the same error message. Nothing further was reported.